Event description:
It was reported that the patient underwent a revision surgery to replace the penile prosthesis (ipp), for an unspecified reason. The previous ipp was explanted and replaced with a new ipp consisting of 18 cm x 12mm cylinders, a pump, and a reservoir. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated with additional information. Device code updated to reflect failure to cycle. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 06:02 pm CT. The report number is being corrected from: 2183959-2018-61618 to: 2183959-2018-60818.

Event description:
It was reported that the patient underwent a revision surgery to replace the penile prosthesis (ipp), for an unspecified reason. The previous ipp was explanted and replaced with a new ipp consisting of 18 cm x 12mm cylinders, a pump, and a reservoir. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the revision surgery was performed because the ipp was no longer cycling. The patient did not experience any adverse health effects due to this product problem. The patient was reported to be doing well after the replacement surgery. The explanted device was not returned for investigation.